Event description:
It was reported that the hospital received notice of litigation from a patients attorney indicating that the patient had hurt their shoulder when the head end of the bed allegedly collapsed.